Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue in an approximation. The patient stated the cgm was displaying a value of 4.2 mmol/l and based on the cgm, they administered themselves with a shot of humalog. As a result the patient became close to losing consciousness. Another instance showed the cgm was displaying a value of 6 mmol/l to low while actual bg level was normal. The patient took carbohydrates to increase the blood glucose level and resulted in a bg of 20.2 mmol/l. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. The complaint was confirmed. A probable cause could not be determined post investigation.